Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The cannula came out of the patient's skin resulting in elevated blood glucose levels. This occurred with five infusion sets from the same lot number.